Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tab at the p4 pad was loose. The cause of the non-functional battery pack is the loose busbars. The root cause of the loose busbar cannot be positively identified. There was no death or adverse event associated with the battery malfunction.

Event description:
03/22/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a battery pack indicating that it was non-functional.